Manufacturer narrative:
The device was returned to davol for evaluation. The sample had tissue ingrowth on the mesh side of the patch as would be expected. The eptfe side of the sample had no adhesion noted at this time. A visible layer of what appears to be fatty tissue can be seen on the eptfe side. Based on visual examination of the returned device no conclusions can be made at this time. It is reported that the device was explanted due to recurrent incisional hernia and peritoneal adhesive disease. Both recurrence and adhesions are listed in the adverse reactions section of the IFU as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date no additional complaints have been reported for this lot number. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Updated fields: model and lot #, device available for evaluation?, MFR contact info., date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Corrected fields: date of event, explant date. For information regarding the ventralight st hernia patch implanted on (B)(6) 2015, reference MDR 123643-2016-00159.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a ventral incisional hernia repair with implant of a large bard/davol composix kugel hernia patch (mesh #1). On (B)(6) 2012 - patient had an md office visit with complaints of abdominal problems and was diagnosed with an umbilical hernia and constipation. On (B)(6) 2015- patient was treated for recurrent ventral hernia. Underwent exploratory laparotomy which included lysis of adhesions and removal of the bard composix kugel mesh (mesh #1). Defect was closed with suture. Doctor created musculocutaneus flap and implantation of a bard/davol ventralight st (mesh #2) to support the repair. On (B)(6) 2015 - the patient presented to the hospital ER with severe abdominal pain and nausea and was diagnosed with a small bowel obstruction. On (B)(6) 2015 - the patient underwent an exploratory laparotomy where it was found that the primary defect had reopened with small bowel protrusion. Repair included the removal of previously placed ventralight st (mesh #2) and placement of another ventralight st mesh (mesh #3).

Manufacturer narrative:
Currently, it is unknown whether the bard/davol composix kugel device may have caused or contributed to the reported event. The medical records indicate the patient was treated for recurrence and adhesions. Both recurrence and adhesions are listed as possible adverse reactions in the instructions-for-use. To date no additional complaints have been reported for this lot number. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr was submitted for the ventralight st implanted (B)(6) 2015. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a ventral incisional hernia repair with implant of a large bard/davol composix kugel hernia patch (mesh #1). On (B)(6) 2012 - patient had an md office visit with complaints of abdominal problems and was diagnosed with an umbilical hernia and constipation. On (B)(6) 2015 patient was treated for recurrent ventral hernia. Underwent exploratory laparotomy which included lysis of adhesions and removal of the bard composix kugel mesh (mesh #1). Defect was closed with suture. Doctor created musculocutaneus flap and implantation of a bard/davol ventralight st (mesh #2) to support the repair. On (B)(6) 2015 - the patient presented to the hospital ER with severe abdominal pain and nausea and was diagnosed with a small bowel obstruction. On (B)(6) 2015 - the patient underwent an exploratory laparotomy where it was found that the primary defect had reopened with small bowel protrusion. Repair included the removal of previously placed ventralight st (mesh #2) and placement of another ventralight st mesh (mesh #3).